Event description:
It was reported that a homecare pt experienced inflation problems with two (2), size 6 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tubes. The devices were in use approximately seven (7) to ten (10) days when the inflation problems were detected. It was also reported that the devices were tested prior to insertion with no problems detected. There was one (1) pt involved with no reported pt injury or compromise. One (1) of the two (2), size 6 dfen devices were returned to the MFR on 08/28/98 for decontamination, analysis and investigation.